Event description:
It was reported that during surgery the dermatome blade caused a laceration to the patient. A different device was used to complete the surgery. There was a brief surgical delay of an unspecified amount. Due diligence is complete and there is no further information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would not work, the calibration was out at all readings, and the machined head had damage that could have affected device performance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.